Event description:
It was reported that during routine device follow up, this right ventricular (rv) lead was suspected to exhibited oversensing and pacing inhibition greater than two seconds. Additionally, isometric maneuvers were performed and unable to reproduce the reported observations. Subsequently, the device was reprogrammed and chest x-ray was performed. At this time, the lead remains in service and there were no adverse patient effects reported.